Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The reported device has been received, an evaluation is in progress.

Event description:
It was reported that during a leg intervention using the roadrunner uniglide hydrophilic wire guide the user stated that they were unable to advance the wire into the catheter because the hydrophilic coating was coming off. The coating was activated using non latex, non powdered gloves with saline just prior to the procedure. The targeted access site was the patient's groin. It was noted that the patient had neither calcified or tortuous anatomy. The patient did not require medical or surgical intervention.

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the drawings, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The roadrunner uniglide hydrophilic wire guide was received in good condition with no damage, defects, or foreign matter. The returned device was tested for hydrophilic coating (hc) and hc was not present possibly due to the device having been used and returned. After use, the device would not be expected to maintain the lubricity it would have possessed prior to use. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. There is no evidence to suggest all items in the lot or similar devices in the field are nonconforming or defective. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: based on the information provided and the results of the investigation, the most likely root cause may be related to user technique related; however, the root cause cannot be conclusively determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.